Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced clotting. No report of serious injury or medical intervention.